Manufacturer narrative:
A ge service rep performed an on site investigation. The power supply was replaced during the service call. The system was tested and found to be working as intended and put back into service.

Event description:
The customer reported that the system continued to beep without the exposure button being pressed, and locked up. This is consistent with an intermittent system lockup. There was no uncommanded x-ray. There was no pt injury or death reported.